Event description:
Factory analysis of a returned three station solenoid revealed a malfunction of the safety solenoid. If the solenoid malfunctions as noted, it may result in a sustained safety valve open occurrence. When the safety valve remains open, the ventilator is not providing breath support if in use on a patient. It is accompanied by an alarm and a safety valve open message in the display.